Event description:
Loss of osseointegration.

Manufacturer narrative:
This complaint was originally reported to keystone / paltop as loss of osseointegration. The device was returned back to the manufacturer at which time it was inspected and found to be an implant fracture. The clinical and engineering teams inspected the implant with a 10x magnification in order to investigate the cause for the fracture. Unfortunately, since the implant had been grinded on its sides and the fractured piece of the implant never being returned, it wasn't possible to measure critical dimensions we needed in order to determine the reason of the fracture.

Event description:
Implant fracture.